Event description:
A medtronic representative reported that there was an inaccuracy with an em stylet during a navigation transsphenoidal surgery. The surgery was completed with navigation and there was no impact on the outcome of the patient.

Manufacturer narrative:
No parts have been received by the manufacturer.